Manufacturer narrative:
Engineering evaluation was completed. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bleeding.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis with c3 delivery system (rmt281418j/13352508). After the deployment of the proximal portion of the rmt281418j, a significant amount of blood leakage was observed from the handle of the rmt281418j. The procedure was pursued and concluded without any other reported issues. After the procedure, the patient was treated with transfusion.